Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over nine (9) years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, it is likely, that scope could not be detected. And image was not displayed, due to damage, deterioration and connection failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus technician assisted the customer with troubleshooting, but the reported issue was not resolved. The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings were as follows: the top cover was rusted, the front panel was discolored and broken, the tank holder was bent, there was a faulty socket (b30 error- scope communication error), there was excessive thermal paste on the lamp and the lamp had 500 or more hours. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source, exhibited an error every time the scope was connected. The issue occurred during a diagnostic procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following malfunctions were found; when connecting the scope there was no image on the monitor, the scope detection slide was not functioning, and the front panel was blinking. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.